Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead integrity alert occurred. The rv lead was oversensing and had high short interval counts (sic). The lead programming was changed, and the rv lead remains in use. No patient complications have been reported as a result of this event.